Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 13 mg/ml concentration at 4.510 mg/day dose via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that they were going to do a normal elective replacement indicator (eri) replacement today, as they went to close up the patient they noticed that there was bleeding in the pump pocket. Eventually they decided there was a bowel obstruction hcp was going to leave the catheter in the patient and replace the pump at a later date, but after consulting with another hcp, the hcp decided to take out the entire system and replace the system at a later date. There was no issue with the device or therapy. No further complications were reported.